Event description:
It was reported by the patient that four months post implant the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 lead implanted: 2013-(B)(6); 407652 lead implanted: 2013-(B)(6). Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that visual summary analysis of the lead indicated apparent explant damage. (B)(4).